Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the attachment screw broke off inside of the poly during insertion and could not be removed from the poly. Surgery took additional 20 minutes due to instrument not able to thread into implant and insert poly. Poly was finally inserted and surgery completed.